Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and sensor issues. Customer's blood glucose value was 517mg/dl at the time of incident. The customer was assisted with troubleshooting and declined for high blood glucose. Trouble shoot for sensor product found sensor glucose 196mg/dl and blood glucose 461mg/dl difference is not within acceptable range. Insulin delivery was not suspended due to the sensor glucose value. Sensor was securely taped. Advised customer on best selection, taping and calibration method. Sending replacement sensor. Customer will not return device for analysis.